Event description:
The customer reporter that upon insertion, the introducer needle broke without the use of extra force. The broken needle was withdrawn via tweezers. There were no reported pt complications. Reference MDR # 3006425876-2009-00065 for the second involving the same pt.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.